Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Although the device had an error on initial interogation, the facility subsequently interogated the device, found no issue and implanted the device in th epatient without issue.

Event description:
It was reported the device was pulled from hospital shelf for implant. The patient information was added, but when navigating to the parameters screen, all the parameter fields were blank and next to each one was a "stop sign". The device was interrogated a second time and parameter fields appeared normal. Additional information received indicated that the customer reinterrogated the device and cleared the problem and went ahead with the implant. Device currently in use.